Event description:
Rn assessed lines at change of shift- all intact and connections tight. In evening, rn disconnected patient for lab draw. During lab draw, spiros on the end of the line fell off of the line onto the floor. No cracks or broken parts noted on assessment of piece. Only IV fluids running at this time. Following continued issues with our spiros supply. Assessed the line, reported the issue and heparinized the line after labs. Continued action related to ensuring safety and efficacy of spiros that we are using at the bedside. This is all the information available.